Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply charger after determining that it was defective. The unit was working satisfactorily in both the ac mains and the battery. The augmentation was good. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units charging indicator is off with an error message of low battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.